Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable connector / code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The cause of the code 204 is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable connector and was producing service code 204.